Event description:
It was reported that the physician made a general complaint about the bipolar configuration for this lead model was not always great. The physician stated that lately three to four patients have come back as a result of mild pocket stimulation and the lead required reprogramming. No patient information was provided. The lead status is unknown. No complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.